Event description:
It was reported the patient presented in clinic with a pericardial effusion. It was believed to be due to the implanted atrial lead. The lead was tested and found to have normal electrical function. No invasive procedure was needed to drain the fluid. The physician exchanged the atrial lead without issue. The patient was stable throughout.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Analysis was completed. All damage was consistent with procedural damage. No lead anomalies were detected.